Event description:
Surgeon implanted a plate silicone lens and was torn during insertion. The lens was implanted and removed without patient injury. An mtc-60c cartridge was used during surgery. The cartridge lot number and the model and lot numbers of the injector were not specified by the facility.